Manufacturer narrative:
Qc results for the meter were acceptable. The meter has signs of contamination in the strip guide from qc test solution. The customer¿s meter and test strips have been requested for return. The test strips have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Only the customer's meter was returned for investigation and was tested using retention strip lot 478712 and qc material. Low testing results (range: 30 - 60 mg/dl): 46 mg/dl, 46 mg/dl, 46 mg/dl. High testing results (range: 261 - 353 mg/dl): 305 mg/dl, 307 mg/dl, 302 mg/dl. Routine retention testing was performed and passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable glucose results for one patient from accu-chek inform ii meter serial number (B)(4). At 11:35, the result was 288 mg/dl. At 11:39, the result was 108 mg/dl. The nurse retested the patient because the first result did not match with the patient's physiology. The second test was considered more accurate.